Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported tissue damage (leaflet tear) was likely a result of the slda; the reported mitral regurgitation appears to be a symptom of the leaflet tear and therefore related to procedural conditions. Lastly, the reported additional therapy/non-surgical procedure was a result of case specific circumstances, as two additional clips were implanted to stabilize the slda clip and try and further reduce the mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is submitted because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient presented with severe mixed degenerative and functional mitral regurgitation (mr) with anterior leaflet 2 (a2) and posterior leaflet 2 (p2) segment leaflet prolapse. After satisfactory leaflet assessment, mitraclip (cds 60919u131) was implanted on the a2 and p2 leaflets with good leaflet insertion. Following, an intra-procedure blood pressure challenge test was performed; medications were provided to increase the patient's blood pressure. After the blood pressure challenge, a single leaflet device attachment (slda) was noted. Mr increased to grade 4+. Additionally, a new gap, in line with the grasp, was seen at the posterior leaflet indicating tissue damage. No treatment was provided for the tissue damage. Two additional mitraclips were implanted to stabilize the slda and in attempt to reduce mr. The mr remained severe. There was no additional information provided.